Manufacturer narrative:
Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during the implant procedure of this lead, there were placement difficulties, the lead tip became bound within the vessel and could not be advanced or withdrawn. As a result, the lead was surgically abandoned. The procedure was completed with another lead. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to update section h6 codes. This report is being submitted to update section d4.

Event description:
It was reported that during the implant procedure of this lead on (B)(6) 2025, there were placement difficulties, the lead tip became bound within the vessel and could not be advanced or withdrawn. As a result, the lead was surgically abandoned. The procedure was completed with another lead. No adverse patient effects were reported.

Event description:
It was reported that during the implant procedure of this lead on (B)(6) 2025, there were placement difficulties, the lead tip became bound within the vessel and could not be advanced or withdrawn. As a result, the lead was surgically abandoned. The procedure was completed with another lead. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to update section d4.